Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultramini meter. A medical surveillance specialist (mss) spoke to the patient on october 28, 2010 and obtained the following information: the patient mentioned that the reported issue began (B)(6) 2010. During that time for several days, the patient had obtained the following results: 150 mg/dl, 118 mg/dl and 138 mg/dl. She continued to take her oral medication on a regular basis. The patient was comparing meter results to feelings/normal results. Approximately 5-7 days later ( she does not recall the exact date) she developed symptoms of feeling shaky. She does not recall what her reading was prior to the symptoms; however, claims they were high. Due to the symptoms, the patient self-treated with more food/drink and did not seek any further medical attention or contact their physician for assistance. She claims she felt better after self-treatment. The patient only tests once a day and takes her oral medication on a regular basis regardless of her blood glucose levels. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient mentioned that due to the high readings, she later developed symptoms suggestive of a serious injury and had to self-treat with food.

Manufacturer narrative:
The 510 (k) # is k061118.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.